Event description:
Pt was on long term antibiotics and was using heparin to flush IV line. Patient received baxter heparin (lot #037069 exp 09/2008) that had been recalled. After the administration of heparin, the pt became short of breath. Patient rec'd heparin from the home health agency that was a different MFR and did not have any shortness of breath. Dose or amount: 5000 units, route: IV. Dates of use: 2008. Diagnosis for use: IV line flush. Event abated after used stopped or dose reduced? Yes.